Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected front panel assembly is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit's touchscreen is inoperative. The customer determined the most likely cause of the reported event is the front panel assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect front panel assembly for investigation. An evaluation of the component could be confirmed and duplicated. This is a new version that is not backwards compatible. The resistive touchscreen is damaged.